Event description:
It was reported that the inserts prepared for the op were not matching with the tibial baseplate. ¿dura duration a/p tib sm 11 (cat#6642-1-611)¿ and ¿dura duration condy tib sm 13(cat#6642-1-113 )¿were assembled, but they were not matching by mistake. Finally, ¿dura duration a/p tib sm 11 (cat#6642-1-611)¿ was gouged for tibial insert form and inserted. Fixation with the tibial baseplate is not enough, but the revision surgery is not planned at this time.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it currently remains implanted. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding difficulty seating a duracon tibial insert into a baseplate was reported. Conclusion the reported event indicated "sales rep and marketing team prepare was not proper"; correspondence with the reporting qar confirmed that the incorrect implants were brought to surgery by the sales rep but were used anyway. The root cause of the reported locking troubles is off-label use of device with non-compatible mating features. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported that the inserts prepared for the op were not matching with the tibial baseplate. Dura duration a/p tib sm 11 (cat#6642-1-611) and dura duration condy tib sm 13(cat#6642-1-113 ) are assembled, but they were not matching by mistake. Finally, dura duration a/p tib sm 11 (cat#6642-1-611) was gouged for tibial insert form and inserted. Fixation with the tibial baseplate is not enough, but the revision surgery is not planned at this time.